Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A DHR was not performed as the lot number is "unknown" for this complaint. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that syringe allergy 1ml w/ndl 27x1/2 rb was missing scale markings. The following information was provided by the initial reporter: "it was reported that some graduation markings were missing from the syringe. Event description: item: 305540 quantity affected: 1 case serial/lot number: na are any samples available for return? No reported issue: syringes did not have all the graduated marks"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown device manufacture date: unknown a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe allergy 1ml w/ndl 27x1/2 rb was missing scale markings. The following information was provided by the initial reporter: "it was reported that some graduation markings were missing from the syringe. Event description: item: 305540, quantity affected: 1 case, serial/lot number: na. Are any samples available for return? No reported issue: syringes did not have all the graduated marks"